Manufacturer narrative:
E1: patient city: (B)(6), patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced leak in the infusion set during insertion on (B)(6) 2024. The patient was unable to identify where the leak was and replaced te infusion set. No further information available.